Event description:
It was reported by service that upon receiving the device for eval, the batteries in the device were found to have disassembled. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has been rec'd at the MFR for investigation. Due to the poor condition in which the device was rec'd, the alleged condition could not be replicated. Upon receipt, the batteries in the device were disassembled. The device was discarded as it could not be repaired.